Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent cystoscopy, and anterior colporrhaphy due to pelvic organ prolapse. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 along with concurrent rectocele repair, cystoscopy and urethrolysis due to mesh erosion, periurethral scarring and rectocele. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and bard avaulta was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.